Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. The reporter stated the lens was explanted on (B)(6) 2014 due to low vaulting and a refractive surprise. The patient had complained of blurry vision and the intraocular pressure was normal. The lens was exchanged for a longer lens.

Manufacturer narrative:
(B)(4): available (refractive surprise), blurred vision. (Lens explanted). Evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic torn. The lens was returned dry and there was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.(B)(4).

Manufacturer narrative:
Results: the lens was rehydrated in bss for re-measurement. The lens length, width and diopter were measured and the results of the measurements were compared against the original values and the lens was found to be in specification. (B)(4).

Manufacturer narrative:
Evaluation method: medical review. Results: per medical review - the surgeon reported that icl was explanted/exchanged for a longer icl one month postoperatively to address inadequate vaulting and refractive surprise. No reported postoperative sequelae. Given the information that icl was replaced by a different lens length it is very likely that procedure related factor (biocalculation error) has caused the reported event. It should be noted that the visian icl is indicated for implantation in adults 21-45 years of age, and the patient was 61 years old at the time of the surgery, therefore there is no sufficient data to support implantation in such patients. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a likely cause of the event was a procedure related factor (biocalculation error). (B)(4).